Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch reports 1220908-2024-03333, 1220908-2024-03343, 1220908-2024-03350, and 1220908-2024-03354 for a similar events reported from the same customer.

Manufacturer narrative:
Zoll medical united kingdom evaluated the device and the device performed to specification. A review of the device log indicates the customer was performing CPR during the analysis of the patient's heart rhythm despite the device prompting "stop CPR". Per the x-series operator's guide, the rescuer must stop CPR while the patient's rhythm is analyzed to determine whether it is shockable. If the rhythm can be identified as unlikely to convert, CPR can be resumed faster rather than delivering ineffective shocks. Due to the user's administration of CPR, artifacts appeared in the heart rhythm, interfering with the zoll algorithm's ability to accurately determine the heart rhythm. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.